Event description:
It was reported that pos-op closure tops backed out of the screws. Levels treated during the index surgery were l3-s1. At approximately two-months follow-up, x-rays showed the closure tops backed out of s1 bilaterally. The pt has not been revised as of the date of this report.